Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 110 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer used his mother's meter and ran a blood test. He is getting 20-30mg/dl lower in blood results. True metrix is giving high blood results (153mg/dl). He then ran a blood test on the onetouch and got 120mg/dl . Customer test 3 times a day.